Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beeps without message in display. The blood glucose level of the customer was 80 mg/dl. There were no alarms in the display. The product will return for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. No beeping anomaly noted during the testing.